Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a high right ventricular (rv) lead threshold was observed, along with intermittent capture. The implantable pulse generator (ipg) was explanted and replaced and the status of the rv lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: adsr03, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead threshold was chronically elevated and led to the depletion of the ipg battery. The rv lead threshold was reprogrammed to reduce the outputs and the rv lead remains in use. No patient complications have been reported as a result of this event.